Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the xenon bulb went out during a surgical procedure and only had 81 hours used. The procedure was completed with the lower lamp and there was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The tabletop illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 5, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming table top illuminator. However, how or when it became nonconforming could not be determined. (B)(4).